Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Manufacture date: monitor: 02/20/2014; electrode belt: 04/15/2014.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on the morning of (B)(6) 2019 while wearing the lifevest. The patient was with her daughter at the time of the treatment event. The patient's daughter reported that the lifevest was alarming and had treated the patient. Per review of the downloaded data, the lifevest delivered four treatment shocks between 05:08:56 and 05:10:13. The first three treatment shocks were delivered while the patient was in an idioventricular rhythm at 10 bpm. The fourth treatment shock was delivered while the patient was in asystole. The post shock rhythm was an idioventricular rhythm at 10 bpm. At 05:14:29 to 05:18:35, the device detected 7 arrhythmias. The patient's rhythm was asystole with intermittent cardiac activity and CPR artifact. The electrode belt was disconnected at 05:26:22. Oversensing of the low-amplitude cardiac signal contributed to the false detection. The patient subsequently passed away. The response were pressed between 05:05:38 to 05:06:08 while the device was alarming for asystole. The patient was an idioventricular rhythm from 10 bpm to 20 bpm when the response buttons were pressed.